Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer¿s blood glucose level was 274 mg/dl at the time of the incident. The customer reported that they tried troubleshooting, but could not get rid of the error down arrow and center would not work to remove the error. The customer was also unable to see the time. The device will not be returned for analysis.